Event description:
The pt called lifescan (lfs) in 2005 and alleged that her meter was missing segments. The medical affairs specialist attempted unsuccessfully to speak to the pt for more clinical information. A second attempt has been made to reach the pt. The pt last tested on her meter in 2005 . She did not use the meter at the time of the event. The pt reported no high or low blood glucose symptoms at the time of the event. At one point (date unknown), the paramedics were called. They tested the pt and obtained a result of 26 mg/dl. Treatment was glucose. The meter issue was not resolved.